Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged screw on the o2 inlet and a damaged o2 input manifold assembly where the oxygen is connected to the device. We were unable to determine the cause of the observed damage. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "o2 valave fault- 2011" message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.